Manufacturer narrative:
The field service engineer cleaned vacuum hoses, the washing station, and a probe. Contamination was found in a bath, so it was cleaned. The probe adjustments were checked and corrected. Precision studies were performed. The investigation determined the service actions resolved the issue. This event occurred in (B)(6). Phone number was provided as (B)(6).

Event description:
The initial reporter stated they received a discrepant result for one patient sample tested with ise indirect na for gen.2 on a cobas 6000 c (501) module. No incorrect results were reported outside of the laboratory. The sample initially resulted with an na value of 160 mmol/l, which repeated as 139 mmol/l. The na electrode lot number and expiration date were requested, but not provided.